Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assembly. Also corroded motor during visual inspection. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they jumped in the water with their insulin pump. The customer has a blood glucose level was 7.9 mmol/l at the time of the call. The customer sent the product back for analysis.